Event description:
It was stated that, "the tip of the t25 inserter broke while advancing alif plate screw."

Manufacturer narrative:
Based on the returned device, it is likely that the root cause of the failure was that the applied torsional force or combination of torsional and bending stresses exceeded the mechanical strength of the subject device, resulting in the t-25 tip and inner shaft shearing off. This excessive torsional force may have been contributed to by several factors, including the patient's dense bone quality, inserting the screw without a pilot hole, or a combination of these factors.